Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for potentially associated lot numbers: gd891093, gd890541 and gd890525. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 2of 3 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the united states of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. The following was reported during a call with baxter customer services. On (B)(6) 2012 the patient was diagnosed with and hospitalized for peritonitis. Cause of peritonitis was unknown. The patient was treated with an unknown antibiotics. On (B)(6) 2012 the patient was discharged from the hospital. The patient was re-educated on proper aseptic technique. The patient recovered. The event was unrelated to baxter products.